Manufacturer narrative:
The serial number of the cobas integra 400 plus analyzer is (B)(6) . The customer stated that controls were acceptable on both analyzers. The field service engineer changed the calibrators, controls, and system reagents. Calibration and controls were tested; the results were acceptable. Patient samples were tested on both instruments and the results were comparable. The issue was corrected after these actions. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the sodium electrode on a cobas integra 400 plus analyzer. The affected samples had values that were approximately 10 mmol/l different when tested on a second cobas integra 400 plus analyzer. The customer provided an example of one patient sample with discrepant sodium results. No questionable results were reported outside of the laboratory. The sample initially resulted in a sodium value of 120 mmol/l when tested on the complained analyzer. The value did not agree with the patient's clinical status, so the sample was repeated. The sample was repeated on the second analyzer, resulting in a sodium value of 110 mmol/l.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue. The issue is consistent with insufficient user maintenance.